Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent hip revision due to infection.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. A poly liner and a femoral head were returned for evaluation. As returned, both devices exhibit damage that most likely occurred during removal. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The sterilization process for the devices are in accordance with FDA regulations and iso standards. The manufacturing lot specified in this complaint was processed according to the sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.